Event description:
Related manufacturer reference number: 3006705815-2023-05783, 3006705815-2023-05784, 3006705815-2023-05786 it was reported that the patient experienced discomfort at ipg site. It was noted that patient had two falls. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.